Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint of difficulty advancing through sheath was empirically confirmed based on the information provided by the field clinical specialist. Available information suggests patient factors (tortuosity) and/or procedural factors (steep insertion angle) likely contributed to the event as per provided information there was presence of moderate tortuosity at the access vessel and the sheath was inserted in a steep insertion angle. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. This complaint falls within the scope of a CAPA that was opened to further investigate potential contributing factors to the tip tear events, which is currently in the investigation phase. The complaint of sheath distal tip torn was confirmed, based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment (pra) and/or by other manufacturing-related factors being investigated in a CAPA. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (patient had moderate tortuosity and a steep insertion angle was used) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve, in the aortic position by transfemoral approach. During the advancement of the delivery system through esheath+, resistance was noted. The distal tip of the esheath+ was torn. The valve was implanted and the delivery system was withdrawn through esheath+. The patient did not experience any injury and was noted to be stable after the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.